Event description:
It was reported that the device is not able to be programmed and is at elective replacement indicator (eri). It was further reported through follow up that there were no programming abnormalities. The device reached normal eri. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device is not able to be programmed and is at elective replacement indicator (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.